Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 200 ohms. Technical services (ts) was contacted by the health care professional (hcp), and ts discussed programming options. The implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.